Event description:
The customer stated that he was riding the scooter and heard a whining noise in the drive train. He was moving on a street with a downhill incine and realized that the brake was not working. When he realized that he was not going to be able to stop, the customer stated that he steered the unit into the ditch (curb). As a result of this he suffered bruises and torn ligaments in one knee and was treated by his doctor.